Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent device operation. Analysis also found the lower case was broken. (B)(4).

Manufacturer narrative:
Further analysis was performed on the entire device. Visual inspection revealed no anomalies. Bench analysis did not find any anomalies, functional testing was performed ten times for current drain and all tests passed. Conclusion: could not reproduce the functional test failure seen during servicing of the device.